Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause for the material remaining in the device could not be specified. Since is unknown if the user conducted the reprocessing in accordance with IFU. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video scope exhibited a foreign object in the nozzle. There was no patient involvement.